Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the experienced high blood glucose level. Customer¿s current blood glucose level was 428 mg/dl. Customer treated with bolus correction. Customer was not in auto mode. Troubleshooting was declined for high blood glucose level. The insulin pump will not be returned for analysis.